Event description:
It was reported that the customer went to the emergency room with blood glucose levels of approximately 600 mg/dl. The caller also stated that he had some type of accident that caused the screen to crack and turn black. The caller declined to provide further information. Advised the caller that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.